Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Slap-hammer threaded tip broke off inside the extractor hole of the broach handle. This caused a 40-minute surgical delay.